Event description:
Patient presented to the hospital after receiving inappropriate therapies. The egms indicated lead dislodgement. The lead was explanted and replaced when repositioning was unsuccessful.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated, but not yet begun